Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 599 mg/dl. The customer stated the other blood glucose value over 600 mg/dl. The customer was treated with intravenous drip. Customer did not allege pump was under delivering. Customer stated the drive support cap was appears normal. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.